Manufacturer narrative:
D4: UDI: n/a as this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E2: health professional: requested, unknown. E3: occupations: others. The actual device was not returned for evaluation; therefore, an evaluation of the actual device could not be conducted. Record review the manufacturing record and the shipping inspection record of the actual sample · no anomaly was found. Past complaint file · no other similar report of the product with the involved product code/lot# was found. Cause of occurrence/conclusion since no anomaly was found in the manufacturing record, it was not possible to clarify the cause of occurrence. Relevant IFU reference: "to remove air bubbles effectively, the capiox arterial filter should be set in its holder with the blood outlet port down." (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that during priming, it was noticed that air was coming out of the cx-af02. Although an attempt was made to bleed the air, the air did not stop, and the air also adhered to the circuit tube and could not be blown away. The procedure outcome was not reported. The patient was not harmed.